Event description:
Procedure: wedge resection. According to the reporter: on the third firing 45-3.5 were fired and the specimen was retrieved. Then, the surgeon found unformed staples with straight legs on the resected tissue. Leak was found at the leak test. The surgeon extended the incision and over sewed the staple line to reinforce. Oozing bleeding was reported. Pt status reported as under observation.